Event description:
It was initially reported that the caller had questions on how to test for atrial lead dislodgement. It was recommended to look for cross-talk and that an x-ray would reveal the lead location. Troubleshooting revealed cross talk in the ventricle. It was later reported and confirmed that the atrial lead had dislodged. Follow up with the clinic determined that the lead will be revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).